Manufacturer narrative:
Initial and final MDR (B)(4). Device 6 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced nine kinked cannula events on (B)(6) 2024. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.